Event description:
It was reported that the pump battery charge was often inaccurate leading to the pump shutting off. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.